Manufacturer narrative:
(B)(4). Diabetic mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 49 mg/dl and when they stated that when they checked their finger stick it was reading 128 mg/dl. They stated that their blood sugar dropped, and they ended up having a seizure in which they fell to the ground. They were told by a coworker that they were given a cup or orange juice and emergency medical services (ems) was called. When ems arrived, they gave the patient a glucagon shot in left shoulder and the patient came to. The patient stated when they got home that morning around 2:30-2:45am, the cgm was displaying 320mg/dl compared to the bg meter reading of 183 mg/dl and realized the cgm had been inaccurate. At the time of contact, the patient was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.